Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient, the reason for the filter deployment was not provided. Around thirteen years and one month post filter deployment, it was alleged that the filter was difficult to remove, filter legs detached and perforated. The device was removed percutaneously. The detached filter fragments were embolized in the right ventricle, chest and abdomen; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, thirteen years one month of post-deployment, the patient had a long-standing optional inferior vena cava filter placement in the infrarenal inferior vena cava with 3 embolized fragments in the right ventricle, 2 fragments in the inferior vena cava. There was a vertically oriented and horizontally oriented embolized leg, that overlay the suprarenal inferior vena cava. The remainder of the recovery inferior vena cava filter was in the infrarenal inferior vena cava. An inferior vena cavography demonstrated a patent inferior vena cava with moderate narrowing at the level of the inferior vena cava filter. The horizontally oriented leg fragment appeared to penetrate beyond the right lateral aspect of the wall. On the same day, the patient was presented for retrieval of this filter. A 5-french catheter was positioned in the right internal jugular vein, utilizing sterile technique, sonographic guidance and microstix set. Then, utilizing careful fluoroscopic guidance, bronchoscopic forceps were utilized to engage the proximal aspect of the recovery filter, retracted into the 14-french sheath with very little resistance. The filter was withdrawn and carefully inspected. Repeat venography demonstrated successful removal of the infrarenal inferior vena cava filter. The extracted inferior vena cava filter was closely inspected, and the 4 missing legs were identified, all appeared to be accounted in the chest and abdomen. The inferior vena cava filter was sent to pathology. Then, attempts were made to retrieve the 2 broken filter fragments embedded in the suprarenal inferior vena cava. It was felt that these were endothelialized and no significant intraluminal component was present to allow extraction. Hence, no attempt was made to retrieve the right ventricular foreign bodies. Around, five months and three days later, axial images using computed tomography (CT) abdomen without intravenous contrast showed that only 2 filter struts were identified, both of which abutted the inferior vena cava wall and appeared immediately external to it. Posterior filter strut abutted the right adrenal gland, anterior aspect of the right kidney and anteromedial filter strut abutted the descending duodenum. Therefore, the investigation is confirmed for filter limb detachment and perforation of the inferior vena cava (ivc). Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient, the reason for the filter deployment was not provided. Around thirteen years and one month post filter deployment, it was alleged that the filter legs detached and perforated. The device was removed percutaneously. The detached filter fragments were embolized in the right ventricle, chest and abdomen; however, the current status of the patient is unknown.